Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. The infusion set was in use for one day. No further information is available.